Manufacturer narrative:
An evaluation of the returned device revealed leakage in the plug unit. Image guide protector had a cut. Light guide lens was chipped and had a crack. The adhesive of the bending section cover had a crack. Universal cord had buckling. Flexibility adjustment ring had a scratch. Suction cylinder had discoloration. Scope cover was shaved. Scope connector case unit and cover unit had a scratch. Circuit board unit in scope connector had corrosion due to water leakage. Cable unit was corroded. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The distal end cover had a scratch. Objective lens was chipped. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus that leakage was noted at the scope connector of the colonovideoscope. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the jet tube with white powdery material. It was unknown what the foreign material was. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incomplete reprocessing caused by a leak at the plug unit. A further cause of the leak could not be presumed. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): the detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.